Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level and programmed to high settings. Analysis performed did not find any anomalies. There was evidence from the device image that autocapture feature was enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.